Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 466 mg/dl. He treated his blood glucose level with 10 units of insulin. While troubleshooting air bubbles were found inside the tubing. In the alarm history a no delivery alarm was found. The product was not returned. Nothing further to report.